Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Further report of monitors flickering. Replaced ip pcb and restrapped transformer for optimal voltage. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that both monitors went black. There was no adverse pt involvement reported.